Event description:
Related manufacturer report number 2916596-2021-02175. It was reported that the patient experienced controller fault alarms. The controller was exchanged in clinic and the controller history was not able to be downloaded. A log file analysis captured 55 pump stops 54 and low speed operations. Speed drops were as low as 0 rotations per minute. This type of behavior was linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module and on batteries. The alarms resolved temporarily after exchange but then the patient had low speed alarms and pump stops. Manipulation of driveline resulted in the speed to go back up, however low speed alarms and pump stops would resume if the driveline moved. The patient was then admitted. The submitted x-rays of the driveline were unremarkable. The patient underwent an external percutaneous lead repair on (B)(6) 2021. The repair was done approximately 3 inches from exit site. The patient was back on the grounded cable but speed drops and pump stops were noted after the patient moved. The patient underwent pump exchange on (B)(6) 2021 from heartmate ii to heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stops and low-speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured multiple pump stops and low-speed events on (B)(6) 2021 between 10:34:53 and 10:35:57, (B)(6) 2021 between 01:51:28 and 01:53:50, (B)(6) 2021 at 09:19:12, (B)(6)2021 between 04:52:03 and 22:26:38, (B)(6) 2021 between 00:18:40 and 23:33:37, and (B)(6) 2021 between 00:05:28 and 05:44:51. Each of the events occurred while the system was operating on both the batteries and power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 20.5" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape removed from the outer silicone jacket at approximately 8-12¿ from the controller connector. Examination of the driveline found extensive shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient underwent a pump exchange on (B)(6) 2021 and heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03jun2013. The heartmate ii instructions for use (IFU) is available, section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was removed and the new pump and a right ventricular assist device (rvad) were put in place. The plan was to wean the patient from the rvad.